Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that mesher gave an incomplete mesh on previously recovered cadaveric skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the roller, comb, roller gear, shoulder bolts, washers, and cap nuts were replaced. This is not a related issue. On may 7, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on may 14, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4)both produced an incomplete mesh and were deemed non-repairable even after replacing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 14, 2019 which included replacement of the carrier guide, roller gear, roller, comb, washers, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb and roller were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.